Event description:
The customer reported that the side panel on the canopy has zipper damage. No patient injury was reported.

Manufacturer narrative:
(B) (4) - zipper damaged. Results: evaluation of the returned product shows that the large window b zippers slider body is open. There is other damage to the canopy not relevant to this complaint. (B) (4).